Event description:
It was reported that the patient presented to the clinic for follow-up. The device was found to exhibit post-paced t-wave over-sensing via a review of stored egm. It was discussed to a programming change or continuing to monitor. Unknown if an intervention was performed. No patient symptoms were reported.